Event description:
It was reported that a vns patient's device has a drop of dcdc value from 2 to 0 in about 6 months. Patient does not feel normale and magnet stimulation anymore since 2011. The therapy was delivered as intended and the patient has a good seizures control. Low lead impedance is suspected but could not be confirmed at this time. Follow up with the nurse indicated that no x-rays were taken and there is no interventions were taken or planned for this patient. No additional relevant information has been received to date.

Event description:
It was further reported through an implant card that the patient underwent a full revision. The lead was replaced due to lead discontinuity and the generator is likely replaced due to battery depletion. The impedance was ok after the replacement surgery (1508 ohms). No explanted devices have been returned for the analysis to date.